Event description:
Target was informed that while treating the inner iliac artery a .035 coil got stuck in a catheter. The coil pushed out and got trapped in the artery. It was then removed by a snare catheter. This occurence had no impact on the pt's health.